Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image/video investigation required as no image or video clip for the reported event was submitted for review. A review of the device logs for the medium-large clip applier (part# 470327-12/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2022 via system serial# (B)(4). There were 85 uses remaining after this last usage. In addition, the medium-large clip applier was used on (B)(6) 2022, which matches the reported event date. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that the clip from the medium-large clip applier instrument fell inside the patient during a da vinci assisted procedure. The clip was retrieved during the same procedure with no patient injury. In addition, the clip applier may have incurred a failure mode that is known to impact clip application/ effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tip of the medium-large clip applier (mlca) instrument did not close well. It was confirmed that no abnormality was observed on the mlca upon visual inspection. During the procedure, since the clip was opened and closed repeatedly many times, the clip was broken at the base. The tip of the clip remained closed. Eventually, the clip was pulled out of the blood vessel through the gap from the broken part of the clip. There was no bleeding from the blood vessel due to the issue. The mlca was replaced. The procedure was continuing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the hem-o-lok polymer clip (green, medium-large) was used. It was unknown if the vessel was greater than 10 mm in diameter. There was no damage to the blood vessel and no bleeding. The fragment fell inside the patient¿s anatomy, and the fragment was retrieved during the same procedure. There was no intra-operative or post-operative complication. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.